Manufacturer narrative:
(B)(6). Concomitant products: part: 157452 name: m2a-magnum mod hd sz 52mm lot: 527620; part: us157858 name:m2a-magnum pf cup 58odx52id lot: 210200; part: 139264 name: m2a-magnum 52-60mm tpr insrt-6 lot: 404580. The investigation is still in process. Once the investigation is complete a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports:0001825034-2017-04533, 0001825034-2017-04535, 0001825034-2017-04537.

Event description:
It was reported that a patinet underwent a revision procedure approximately 5 years post initial implantation due to pain. Attempts have been made and no firther information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error